Event description:
He customer reported that while the unit was in use on a patient, the screen turned yellow, and the unit was producing an audible tone. The patient was switched to another unit and therapy was continued. No patient injury was reported.